Manufacturer narrative:
E1: initial healthcare facility - (B)(6).

Event description:
It was reported that the device was separated. A 15mm x 40cm interlock-35 was selected for use during an embolization procedure. During the procedure, while attempting to deploy the coils, it was noted that a separation occurred. The coil was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that during deployment, the coil remained attached to its pusher and did not detach. Upon attempting to remove the device, the coil began to unravel, causing it to elongate. It was noted that the coil had unraveled to the point that when the main device was removed, they had to continue pulling out the unraveled portion until it was all out of the body. There was not a separate section that had to be removed separately.

Event description:
It was reported that the device was separated. A 15 mm x 40 cm interlock-35 was selected for use during an embolization procedure. During the procedure, while attempting to deploy the coils, it was noted that a separation occurred. The coil was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that during deployment, the coil remained attached to its pusher and did not detach. Upon attempting to remove the device, the coil began to unravel, causing it to elongate. It was noted that the coil had unraveled to the point that when the main device was removed, they had to continue pulling out the unraveled portion until it was all out of the body. There was not a separate section that had to be removed separately.

Manufacturer narrative:
E1: initial healthcare facility: (B)(6). Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, only the main coil was returned. Upon visual and microscopic inspection, the main coil was bent and stretched in both the coil arm and primary coil sections. The clinical observations were confirmed.

Event description:
It was reported that the device was separated. A 15 mm x 40 cm interlock-35 was selected for use during an embolization procedure. During the procedure, while attempting to deploy the coils, it was noted that a separation occurred. The coil was removed and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial healthcare facility: (B)(6). We completed a good faith effort to obtain additional event detail information. If additional details become available, a supplemental report will be submitted.